Manufacturer narrative:
Stormont, et al. " catastrophic failure of regenerex tibial components: a case series" the journal of knee surgery.

Event description:
It is reported in a journal article that one patient experienced perioperative implant sepsis.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1825034-2016-05408.